Manufacturer narrative:
Additional information: section a-4 patient weight: unknown as information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When the pre-loaded dib00 model intraocular lens (iol) was received, it was reported to be partially outside of the injector. The decision is made to mount the lens on another cartridge and inject it. However, when attempting to advance the iol, it completely came out, prompting the decision to change the lens. There was patient contact with the device. The procedure required no medical or surgical intervention. The reported issue was not related to use error, however per device direction for use: do not attempt to disassemble, modify, or alter the delivery system or any of its components, as this can significantly affect the function and/or structural integrity of the design. No further information is available.